Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with reflin injection 1 gram (route, frequency, and duration not reported) and fortum injection 1 gram daily for one bag (frequency and duration not reported) for the peritonitis. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or had recovered from the peritonitis event. Additional information was requested but is not available. This is report 2 of 3.